Event description:
It was reported to arjo that a patient with dvt garment on leg and attached to the dvt pump needed to get up and use the restrooms. The family/friends that were in the room at the time (not anyone from the clinical staff) unplugged the tubesets from the garments so that the patient could move. The garments were still attached to the patient. As the patient moved to the bathroom, the tubing hanging from the garment got in the way and the patient fell, ultimately resulting in a broken hip. The customer explained that the patient/family/friends are bieng told that they need to call a nurse to have the garments removed, but they continue to take it upon themselves.

Manufacturer narrative:
The investigation in progress. Suplemental report will be submitted when investigation conclusion is completed. H3 other text : product not available for arjo evaluation.

Manufacturer narrative:
Flowtron acs900 instruction for use (IFU) recommends that the garment should be worn until the patient becomes ambulatory (able to walk): "the system should be used continuously for no less than 72 hours post-operatively, until patient becomes fully ambulatory". The complaint in question is the first arjo has been aware of. The reason of patient fall was related with a decision to move with the garment still attached to the limb. The dvt garment was used by a patient when the event occurred and from that perspective it was involved in the event, however it did not fail to meet its specification.